Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that premature battery depletion was observed. There were no programming changes or therapies. The patient was asymptomatic and presented in clinic after receiving a vibratory alert. The device was interrogated, confirming eri. The device was explanted and replaced. Patient is in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.